Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea(cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: as per sd it was unknown if essure confirmation test was done. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), headache ("headaches"), disturbance in attention ("lack of concentration"), feeling hot ("hot and cold sweats") and cold sweat ("hot and cold sweats"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, menorrhagia, metrorrhagia, rash, headache, disturbance in attention, feeling hot and cold sweat outcome was unknown. The reporter considered cold sweat, disturbance in attention, dysmenorrhoea, feeling hot, headache, menorrhagia, metrorrhagia, rash and skin disorder to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced by the events: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),rash/skin condition, headaches, lack of concentration, hot and cold sweats. Case became incident. Lab data and reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea(cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism. As per sd it was unknown if essure confirmation test was done. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), headache ("headaches"), disturbance in attention ("lack of concentration"), feeling hot ("hot and cold sweats"), cold sweat ("hot and cold sweats") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy with bilateral salpingo oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, menorrhagia, metrorrhagia, rash, headache, disturbance in attention, feeling hot, cold sweat and pelvic pain outcome was unknown. The reporter considered cold sweat, disturbance in attention, dysmenorrhoea, feeling hot, headache, menorrhagia, metrorrhagia, pelvic pain, rash and skin disorder to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the coils where placed correctly. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs and mr received: reporter, lab test and new event: pelvic pain was added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.